Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). On (B)(6) 2017, livanova (B)(4) received the lab report confirming the presence of mycobacterium chimaera in the device. The customer has stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU). The heater-cooler device was returned to livanova (B)(4) on (B)(6) 2017 for deep disinfection. The process was completed and subsequent technical safety inspection and functional testing identified no further issues. The device was returned to the customer. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the device was placed within the operating room during use, as far away from the patient as possible, with the fan positioned away from the patient field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium intracellulare contamination during maintenance. There is no known patient involvement.